Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor with radiopaque markers was chosen for implant with a small flexnav delivery system. Patient remained hemodynamically stable throughout the procedure. Post-procedure, patient developed decreased consciousness and right hemiparesis with head computed tomography showing no hemorrhage or major arterial occlusion. Magnetic resonance imaging confirmed an acute ischemic infarction in the left thalamus.